Event description:
Ous MDR - this lead was found to have dislodged when abnormal sensing and pacing values were detected. The patient had been chopping wood. This lead was revised on (B)(6) 2014.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this lead was examined. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly. In summary, there were no signs of a manufacturing error.